Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has no sound. It is unknown if whether the device was in use on a patient at the time of event.

Event description:
The customer reported that the telemetry device has no sound. It is unknown if whether the device was in use on a patient at the time of event.

Manufacturer narrative:
The customer was provided repair/replacement information. As of (B)(6) 2022, the device has not been received for evaluation; therefore, the reported problem cannot be confirmed. H3 other text : device was not returned for evaluation.